Event description:
Had essure placed and have been experiencing horrible painful back pains every month around my period. Bleeding profusely, bleeding during sex. Have been approved for a hysterectomy.